Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of the device returned for analysis a conclusive cause for the reported failure to deploy the needles could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two prostar xl devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with three prostar xl devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the needles of all three prostar xl devices did not deploy and remained in the sheath. No resistance was noted during removal of the prostar xl devices. The evar procedure was completed and hemostasis was achieved via cut down and surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.